Event description:
Dr opened the belly to remove the uterus. Counts were correct when this incision was closed. When the robotic port incisions were closed, the first count was correct, but on our final count we were missing one needle. Unclear how the needle was lost in the patient but required additional imaging and surgical intervention. Dr was informed and we proceeded with a mini laparotomy where the needle was retrieved. All counts were correct at the conclusion of this procedure.